Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No display anomalies noted including flashing white display, solid white display or missing segments / partial display anomalies noted. Device was programmed with test gst 3c link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. The sensor feature working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and beep anomaly. The customer¿s blood glucose level was 92 mg/dl. The customer reported that the insulin pump screen was flashing when screen was turned on after being in sleep mode. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional¿s instructions. The insulin pump will be returned for analysis.